Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased creatinine (enzymatic) result generated by the architect c8000 processing module for a patient, which was inconsistent with the previous results. The sample was repeated, yielding a higher result. The following data was provided: customer¿s reference range: 0.73 to 1.18 mg/dl. Sid (B)(6): initial result = 1.46 mg/dl; repeat result = 3.73 mg/dl. Patient's historical results for the past two days: 4.58 mg/dl and 6.06 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c8000 processing module, serial number (B)(6), replaced the cuvette drying tip, nozzle, #1, #4 & #5 (rohs) and mixer and cleaned the nozzle, #1, #4 & #5 (rohs). The fsr replacing the cuvette drying tip and mixer and cleaning the nozzle, #1, #4 & #5 (rohs) resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the cuvette drying tip, mixer and nozzle, #1, #4 & #5 (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the cuvette drying tip, nozzle, #1, #4 & #5 (rohs) and mixer was identified.

Event description:
The customer observed a falsely decreased creatinine (enzymatic) result generated by the architect c8000 processing module for a patient, which was inconsistent with the previous results. The sample was repeated, yielding a higher result. The following data was provided: customer¿s reference range: 0.73 to 1.18 mg/dl. Sid (B)(6): initial result = 1.46 mg/dl; repeat result = 3.73 mg/dl. Patient's historical results for the past two days: 4.58 mg/dl and 6.06 mg/dl. No impact to patient management was reported.